Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty power switch. However, the specific cause of the faulty power switch could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii xenon light source power push button won¿t stay on during preparation for use. There were no error messages observed. The intended procedure was a diagnostic colonoscopy. The procedure was completed using another device. There were no procedural delays or prolong in patient¿s anesthesia. There was no medical intervention required or reported patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was a faulty old version main power switch that was stuck and depress. The power was not connected when power cord was plugged in. In addition, front panel mouth was cracked. Inside scope socket tubing was corroded. A non-olympus lamp life meter was reading 200 plus hours. I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is the legally binding equivalent of my handwritten signature.